Manufacturer narrative:
Changed from product problem (only) to adverse event and product problem.

Event description:
It was reported that the patient's device was not ¿in the right place¿ and went they went in several years later after implantation and moved the leads only. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).